Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive around the objective lens of the flex deflectable videoscope is peeled and the distal end was scratched. There was no patient involvement.